Event description:
It was reported that the customer was hospitalized with high bgs and ketones. Bgs were treated with manual injections. The doctor was not sure if dka or virus is the cause of their hospitalization. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was performed and passed. Explained to the customer that the pump is operating as designed and does not need to be replaced. Instructed the customer to change the site and use injections as per md protocol. Educated the customer on the two high bg rule.